Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. Exact date of postoperative screw breakage is unknown. PMA/510k: this report is for an unknown screw/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2017, the patient underwent the surgery of left femoral internal fixation and open reduction and internal fixation with bone graft. During the surgery, one (1) plate and nine (9) screws from j&j were implanted into the patient. Then the patient underwent the surgery of implantation of vein filter on (B)(6) 2018. On (B)(6) 2018, the patient felt pain in the left femoral and had limited mobility. After examination, left femoral fracture was diagnosed by the hospital. Another surgery of removal of internal fixation and open reduction and internal fixation of femoral fracture was performed on (B)(6) 2018, which noted that the femoral was fractured. Then the plate and screws were removed out of the patient, and 1 screw was found to be fractured. The patient outcome was reported as stable. This report is for one (1) unknown screw. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H4, h6: part: 413.346; lot: 8926479; manufacturing site: werk bettlach; supplier: n/a; release to warehouse date: 16 april 2014. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.